Event description:
It was reported that diag bc global needle did not completely retract, and catheter cracked. The following information was provided by the initial reporter: the customer complained that the needle did not fully retract after the safety mechanism was activated. Also, cracks were found at the distal end which only became visible after the button was pressed (no cracks were observed before or during the activation of safety mechanism).

Manufacturer narrative:
E.1. Address exceeds character limit: (B)(6). A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: the complaint that the needle failed to fully retract was confirmed; however, the root cause could not be determined. Six photographs and one fully retracted insyte autoguard needle were provided for investigation. A photo showed an insyte autoguard needle that was partially retracted. The needle tip remained extended from the shield because the needle hub would not fully retract. The barrel component of the shield was cracked in multiple locations, which likely prevented the needle hub from fully retracting. As the device had been used, it could not be determined with certainty whether the damage originated during manufacturing, storage, or use of the device. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. The complaint of cracks in the device was confirmed; however, the root cause could not be determined. Six photographs and one fully retracted insyte autoguard needle were provided for investigation. A photo showed an insyte autoguard needle that was partially retracted. The needle tip remained extended from the shield because the needle hub would not fully retract. The barrel component of the shield was cracked in multiple locations, which likely prevented the needle hub from fully retracting. As the device had been used, it could not be determined with certainty whether the damage originated during manufacturing, storage, or use of the device. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.